Manufacturer narrative:
This report is being submitted following an internal audit. See scanned pages.

Event description:
Literature reference: namin f, et al. Gastric electrical stimulation: who are the best candidates? What are the results? Pract gastroenterol 2005;xxix(9):23-38. The article discussed theories gastric electrical stimulation theories, patient selection, patient profiles and complications for patients who were treated for gastroparesis. One patient complained of worsening symptoms, an upper gi endoscopy detected perforation of the electrodes through the gastric mucosa.